Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine perforation ('migration / perforation / organ perforation') in an adult female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, dyspareunia and dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/excessive bleeding"), urinary tract disorder ("urinary problems"), fatigue ("fatigue/tiredness"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy / unintended pregnancy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, pregnancy with contraceptive device, genital haemorrhage, urinary tract disorder, fatigue, abdominal pain lower and menstrual disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted date(s) of removal: (B)(6) 2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received : event " unusual period" was added. Essure insertion date added. Previously reported events of pregnancy with contraceptive device and genital hemorrhage downgrade to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine perforation ('migration / perforation / organ perforation') in an adult female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included depression, dyspareunia and dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding/excessive bleeding"), urinary tract disorder ("urinary problems"), fatigue ("fatigue/tiredness"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy / unintended pregnancy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, pregnancy with contraceptive device, genital haemorrhage, urinary tract disorder, fatigue, abdominal pain lower and menstrual disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted date(s) of removal: (B)(6) 2016. Lot number: 806702 manufacturing date: 2010-11 expiration date: 2013-11. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("migration / perforation"), pregnancy with contraceptive device ("post-implant pregnancy") and genital haemorrhage ("bleeding/excessive bleeding") in an adult female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), fatigue ("fatigue/tiredness") and abdominal pain lower ("cramping") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, pregnancy with contraceptive device, genital haemorrhage, urinary tract disorder, fatigue and abdominal pain lower outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine perforation ("migration/perforation") and genital haemorrhage ("bleeding/excessive bleeding") in an adult female patient who had essure (batch no. 806702) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract disorder ("urinary problems"), fatigue ("fatigue/tiredness") and abdominal pain lower ("cramping") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation, genital haemorrhage, urinary tract disorder, fatigue, abdominal pain lower and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, fatigue, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and uterine perforation to be related to essure. Amendment: the report was amended on 04-mar-2019 for the following reason: ccc updated. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.